Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had exhibited a lead impedance warning several months prior. It was there was known low impedance on the lv lead. The lv lead impedance alerts had been previously programmed off and the impedance had measured steadily. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.